Manufacturer narrative:
The complaint notification associated with this device described that end of (B)(6) the knee joint blocked and the user fell several times. After removing the foam cosmetic they found that one bolt in the joint was completely out of its seat. The user was not injured during fall. They secured the bolt with contact adhesive to be mobile. The evaluation of this specific device was conducted at the manufacturer's service center on april 21, 2017. After evaluation we can confirm that one bolt in the upper posterior part of the knee joint was secured with glue. We found marks at the hydraulic cylinder which indicate that the loosened bolt got stuck between foam cosmetic and hydraulic. Due to usage of the knee joint in this condition the thread of the bolt causes the marks at the hydraulic. We also found that the piston rod of the hydraulic was bent. This is also caused by the stuck bolt. An exact reason for the loosening could not be determined. The user fell, but no serious injuries occured due to this failure.

Event description:
Knee joint was sent in for repair. Customer stated that end of (B)(6) the knee joint blocked and they found that one bolt in the joint was completely out of its seat. The user fell but no serious injury occurred due to this failure.